Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via phone call of hospitalized high and low blood glucose readings. The customer declined to provide further information due to privacy. The insulin pump was not returned for analysis.